Manufacturer narrative:
Citation: piayda kd true first-line local-anesthesia only protocol for transfemoral tavi. J invasive cardiol. 2015 nov;27(11):501-8 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding true first-line local-anesthesia only protocol for transfemoral tavi. All data were collected from a single center between may 2005 and december 2013. The study population included 215 patients (predominantly female; mean age 82 years), an unspecified number of whom were implanted with medtronic corevalve® (serial numbers not provided). Among all patients six deaths occurred within the initial 30 days post-procedure: one death was due to aortic annular rupture and pericardial tamponade, one death was due to coronary artery occlusion; no cause of death was given for the remaining four incidents. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: aortic regurgitation, valve-in-valve implantation, stroke, major and minor vascular complications, and permanent pacemaker implantation. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.